Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms, controller internal fault alarms, and modular cable damage was confirmed via log file analysis and evaluation of the returned modular cable (lot number 10639110). Review of the log files revealed on (B)(6) 2025, a controller internal fault alarm activated due to an ocp an open fault, indicating damage to fuse a in the system controller. Additionally, a driveline power fault alarm activated due to the ocp an open fault and a pwr a broken fault. The driveline power fault alarm did not resolve before the driveline was disconnected. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Customer submitted images revealed a cut in the modular cable. Visual inspection of the returned cable confirmed damage to the outer layers and internal wires. During testing of the mod cable, the inner wires were not able to pass insulation resistance testing. With physical manipulation of the cable, the brown (power a) and black (ground a) wires were electrically shorting to one another. The layers of the modular cable were removed one at a time, and the conductors of the brown and black wires were found to be exposed. This damage was determined to be the root cause of the reported alarms, as an electrical short from the power a signal to another signal would have caused the observed fuse damage and interruption in the power a signal. The root cause of the modular cable damage was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault and controller internal fault alarms. Additionally, the sections provide instructions regarding driveline care in the subsection entitled, "what not to do: driveline and cables". Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained controller internal fault and driveline power fault a (f4) pwr_a_broken (f2) ocp_a_open) on (B)(6) 2025 from 0944 until driveline was disconnected at 1933. The modular cable and controller were exchanged. A cut was confirmed on the modular cable. Additional information received on 11dec2025 confirmed that the modular cable was exchanged and that the driveline faults were resolved.